Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog: product type programmer, physician. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (3 mg per ml at 0.4mg per day) via an implantable pump for unknown indications for use. It was reported that the patient had a low reservoir alarm on (B)(6) 2024 and withdrawal symptoms began several days later but resolved on (B)(6) 2024. The cause of the empty pump was the patient not setting up a refill appointment. The pump was read and showed a low reservoir alarm with 0.2 ml remaining in the reservoir. The pump was placed in minimum rate mode for the time being. The event was indicated to be resolved, however the patient also called in stating 'my pain clinic closed in (B)(6) and I wasn't able to find a new healthcare provider (hcp) to take over the pain pump.' The patient was able to get a one-time appointment with an hcp and 'he called someone, I'm assuming from medtronic, who instructed him to interrogate the pump because the pump was stalled out and had no medication in the reservoir. He was instructed to trick the pump into thinking there was medication in it so that the pump would run I guess.' The patient stated the hcp said they adjusted the programming to show the pump that it was full. Patient services inquired about alarm date prior to appointment and they stated, 'over a week and a half ago. I think it was the next day after because I went into their office on tuesday. The alarm continued to go off for the rest of the week and the weekend. I contacted the office already this morning and I'm waiting to get a call back from them. I'm calling you guys to get an idea if this is a big problem or could this potentially be harmful and if this is a medical emergency.'

Manufacturer narrative:
H6 codes have been updated as previous report listed in h10 was correctly reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative which indicated that the pump and catheter were explanted.

Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned pump passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that the pump was permanently shut down on 2024-06-12. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.